Event description:
A medtronic representative reported that the site's large clamp instrument was damaged. The medtronic representative reported the tightening screw was stripped. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Manufacturer narrative:
Suspect clamp was returned and evaluated by the manufacturer: the clamp functions normally. The hex head is not damaged and does not slip. No problem found.